Event description:
It was reported during the implant procedure that the physician thought that the leads appeared to be "suspect" and did not use them for implantation. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found and the leads were manufactured per the print.